Manufacturer narrative:
In lieu of a reported lot number, a ship history was generated fro item (B)(4) in order to determine the last 3 lots shipped to the reporting hospital in the 6 months prior to the procedure date. The device history records for the identified lots were reviewed for any complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the november 2015 angiodynamics complaint report was reviewed for the bioflo pasv PICC product family and the failure mode "hub broken/cracked." No adverse trend was identified. The reported complaint description cannot be confirmed, nor a root cause determined, as no sample was returned for evaluation. The most likely root cause for a crack in the valved hub would be an over-tightened connection with a mating mal luer (likely the needleless connector). The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life, " and not to use hemostats to "secure or remove devices with luer lock hum connections." ((B)(4))

Event description:
As reported, an in-dwelling PICC was removed and replaced due to a cracked hub. There was no indication of patient injury or complications. The used device was discarded at the hospital.